Manufacturer narrative:
Not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, no patient contact with the product. If explanted, give date: not applicable, no patient contact with the product. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had loading error and leading haptic was kinked. There was no patient contact with the product. The event was observed during handling and the procedure was completed successfully using the backup lens. No further information was provided.

Manufacturer narrative:
Correction and additional information: additional information from the patient label received along with product are as follows: the surgeon was (B)(6) dr. And the eye affected was left eye. Section b3: correction: date of event: (B)(6) 2022. In the initial submission, it was mentioned as (B)(6) 2022. Hence, this report captures this correction too and corresponding filed in the report is updated. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 23, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the lens stuck inside of the cartridge tip and with the plunger rod overriding the lens. The cartridge tip was also observed to be damaged due to the lens. The handpiece was disassembled and the assembly was inspected, no assembly issues were identified. The lens was removed from the cartridge and cleaned, revealing that the lens was creased from folding, had a torn iol, and a detached haptic. Conclusion: the reported complaint issues could not be confirmed. However, the observed issue is similar to one of the reported complaint issue and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.